Event description:
A caller reported a malfunction on the pump, specifically mentioning a malfunction code. There was no reported impact on the customer's blood glucose level, as the caller declined to provide information about whether it exceeded 500 mg/dl. Technical support provided information on how to reset the pump, but the caller did not have the necessary cable and planned to call back for assistance.